Event description:
The MFR's representative reported that a volume discrepancy was noted. The expected reservoir volume was 5.0 ml and the actual reservoir volume was 20.0 ml. "Pt has not had return of symptoms." The pt is scheduled for pump revision in june.